Manufacturer narrative:
The analysis of battery charger 1 was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found that the battery chargers were overcharging the batteries. Replacement charger boards were shipped to the medtronic representative. The representative then replaced the chargers on 12 january 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect battery chargers have not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, while performing a planned maintenance (pm). The representative found that the charger boards were overcharging the batteries. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The battery charger 2 was returned to the manufacturer for analysis. Unable to confirm reported issue. Battery charger board 2 passed output test on fixture. All channels measured within the inspection parameters under each load condition. All leds lit. Visual inspection noted dust and the corner of the board nearest channel h is chipped. Installed charger board in imaging system and the system readied as expected. Motion and both 2d and 3d imaging were successful. No functional problem found. No fault found. The batter charger 1 was returned as well. Conclusion not yet available as part is currently under analysis.